Manufacturer narrative:
(B)(4).

Event description:
The pump was refilled with lioresal and a bridge bolus was done. The new concentration was 500 mcg/ml. It was stated that "in the old drug desired dose, the hcp put 2000 mcg instead of 237.5 mg." The pt was in the ER in comatose state. Additional information has been requested. A f/u report will be sent if additional information becomes available.